Manufacturer narrative:
The device was returned, however, the analysis and investigation have not been completed at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic pulmonary valve (tbpv), the valve was noted to be functionally bicuspid. The valve was surgically implanted into a sewn graft into the tricuspid annulus and inflated. During cardiopulmonary bypass (cpb), the valve was static tested and a leak was noted at the coaptation point of the rudimentary leaflet. The valve was explanted and replaced with a second tbpv with a symmetric three leaflet structure with good result. No other adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the inflow and outflow struts of the valve were folded back. In dry condition, all leaflets were in open position, where one leaflet was flushed against the wall. In submerged condition, two leaflets closed, and one leaflet remained flushed against the wall. All leaflets did not meet to close the gap. All leaflets were flexible and intact. One leaflet was smaller in size than the other two leaflets. All commissures appeared intact. The hydrodynamic performance in terms of effective orifice area (eoa) and pressure gradient was consistent with historical data. The regurgitation (total negative volume and closing volume) was on the high end of what has been seen historically. There was a significant leakage pathway at the center of coaptation. The leaflets did not fully coapt when under back pressure likely due to the struts being folded over and pulling the leaflets in tension. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The melody valve is made of native bovine jugular, therefore there will be variations in leaflet sizes. Due to the return condition of the valve, the leaflets did not fully close. The valve had been modified and was reported to have been subjected to off-label procedure use in the tricuspid valve. At this time, event was attributed to the procedure. Medtronic will continue to monitor field performance for similar events should they occur. If information is provided in the future, a supplemental report will be issued.